Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after incision while injecting ophthalmic viscoelastic solution in to the patient's eye the patient experienced corneal edema and the cornea became oblique. The surgeon washed the eye with balanced salt solution and tried another viscoelastic solution and same the result occurred. The procedure was stopped. Additional information has been requested. Additional information received further clarified that corneal edema resulted in a decrease of vision by 2 lines which has lasted for 7 days or greater. Medical intervention was required. The patient condition was reported as improving with medical treatment. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in d.4, h.4, h.6 and h.10. Complaint trending reviewed for the lot code provided. No similar complaint found. There was no sample returned for evaluation. The complaint condition could not be confirmed. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related issues were identified and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications a. Correction none - based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged b. Corrective/preventive action none - as no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: 2021-42014.